Event description:
The customer reported the battery keeps coming out of the unit.

Manufacturer narrative:
(B)(4). The customer reported the battery keeps coming out of the unit. The device was evaluated at philips and the issue was verified. The battery pca was not aligned correctly causing the battery to not fit correctly in the battery compartment. The battery pca was reseated which resolved the reported issue.